Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a reducer and driver used for tl if. It was reported that the reducer broke and the tip of driver broke off while adjusting a screw. Reducer will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.